Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post sensed t wave oversensing. The device remained implanted and will continue to be monitored. The patient was stable and asymptomatic.